Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during an implant procedure, the lead dislodged and there was a question of helix extension. Another lead was implanted. No patient complications have been reported as a result of this event.